Event description:
A customer observed positively biased amon qc results on the vitros dt60 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into the event determined that the root cause of the biased amon results was user error due to improper reconstitution and fluid handling protocols that affected the performance of both the calibrator and control fluids used. Acceptable performance was obtained once proper reconstitution and fluid handling protocols were used.